Event description:
It was reported that a device was used during a laparoscopic tubal ligation, the activation button would not stay locked. Another device was used to complete the case. There were no patient consequences.